Event description:
The following information was provided by the MRI coordinator from medwatch mw5169807: the patient experienced pain and burning at the sites where the alleged 3m¿ red dot¿ foam monitoring electrodes were placed. The affected areas included left upper chest, right upper chest, left lower abdomen, right lower abdomen, and center mid-abdomen. The left upper chest was allegedly the worst with a 3rd degree burn. All 3m electrodes are MRI conditional, and all conditions were met. The patient¿s medical record reports, on (B)(6) 2025, during MRI the patient felt burning at the location of the alleged 3m¿ red dot¿ foam monitoring electrodes. The patient was scanned in normal operating mode on the 3t siemens vida. The patients' stickers were removed by the wound care registered nurse almost immediately once the patient returned to his room, so the lot number was unable to be provided. The photos in the patient¿s chart demonstrated the left shoulder experienced the most severe burn described as ¿full thickness, 3rd degree¿. The left shoulder was treated with the application of silvadene ointment for moist antimicrobial wound healing.

Manufacturer narrative:
Product was confirmed to be discarded; therefore, was not available for return to solventum for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications or determine the cause. Solventum will continue to monitor.